Manufacturer narrative:
510(k) number: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed'. User advanced the delivery system along with wire guide to desired position and found out the stent cannot be released. The stent cannot be released after user pulled off the safety wire. User changed the another same device to complete the procedure.

Manufacturer narrative:
510(k) number: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The evo-25-30-8-c device of lot number c1534577 involved in this complaint was returned for evaluation, with the original packaging, opened. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on (B)(6) 2019. Multiple defects were observed. Flexor was observed kinked at distal end of handle. Flexor was observed broken at the shuttle cap. Observed defects are related prior to distribution all evo-25-30-8-cdevices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-25-30-8-c device of lot number c1534577 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1534577; upon review of complaints this failure mode has not occurred previously with this lot #c1534577. The instructions for use ifu0052-10 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0052-10. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous path. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed'. User advanced the delivery system along with wire guide to desired position and found out the stent cannot be released. The stent cannot be released after user pulled off the safety wire. User changed the another same device to complete the procedure.